Event description:
Around 11:20am eastern time, the clinical representative (cr) attempted to connect to the controller by selecting contactless registration, but the connection was unsuccessful and the software shutdown. The cr noticed the emergency stop button was lit up, but it had not been pressed, it was just lit up for an unknown reason. The cr turned the robot off and unplugged from the wall. After waiting a minute, the cr turned the robot back on and attempted to connect to the controller again in contactless registration, and this time there was no issue. The patient was under anesthesia and no incision made. The delay was less than 5 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the shutdown of the software was the result of a crash from unknown root cause. Upon restart, the emergency button light was on because the controller did not initiate correctly. This issue is known and is due to the version of the source code in the controller. The user shut down and restarted the device, which solved the problem.analysis showed that the event is confirmed.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Around 11:20am eastern time, the clinical representative (cr) attempted to connect to the controller by selecting contactless registration, but the connection was unsuccessful and the software shutdown. The cr noticed the emergency stop button was lit up, but it had not been pressed, it was just lit up for an unknown reason. The cr turned the robot off and unplugged from the wall. After waiting a minute, the cr turned the robot back on and attempted to connect to the controller again in contactless registration, and this time there was no issue. The patient was under anesthesia and no incision made. The delay was less than 5 minutes.